Event description:
Hill-rom received a report from the customer stating the slingbar bolt broke on a slingbar. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom investigated this slingbar and determined the bolt breakage was most likely caused by unusual forces or fatigue failure caused by low, but frequently repeated, uneven loading. The risk of misuse of the slingbar is mitigated by providing clear written and pictural based instructions. The slingbar offers a high degree of safety and the inherent risks associated with the use of the slingbar have been mitigated and reduced as much as reasonably possible. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the customer stating the slingbar bolt broke on a slingbar. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Under care and maintenance in the instruction guide for universal slingbars, (B)(4), it is stated: check the screw and locking nut that attaches the slingbar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unk if the facility performs preventive maintenance on their lifts. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.